Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the observed issue. Stryker confirmed that the supply voltage to integrated circuit, designator u25 was good but the output was incorrect. Stryker was unable to replace the part, therefore, stryker is only able to suspect that the root cause of this issue to be u25. The customer received a replacement device and the returned device archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to detect a simulated patient load. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.